Event description:
Per the tbm, the patients mother contacted him and alleged that her son was in the ct7a wheelchair and was being backed out of an elevator and the wheels on the chair including the entire axle tube that the wheels are on, separated from the chair.

Manufacturer narrative:
(B)(4). Per the expanded evaluation the camber tube broke away from the frame.

Event description:
Per the (B)(4), the patients mother contacted him and alleged that her son was in the ct7a wheelchair and was being backed out of an elevator and the wheels on the chair including the entire axle tube that the wheels are on, separated from the chair.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.